Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Block a4: not available from facility. Blocks b6 & b7: not available from facility. Block c: not applicable for this system. Blocks d4, d6 & d7: not applicable for this system. Blocks h3 & h6: the intrasight mobile system has not been evaluated. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that an intrasight mobile system was used for a coronary procedure. During use, the ifr failed due to no ao signal. The procedure was aborted, and the patient was brought back at a later date. No patient injury reported. This product problem is being reported because the system could not be used; resulting in a potential for harm due to the delay of the procedure.

Manufacturer narrative:
Block d4: lot number is now available. Serial number was corrected from (B)(6) to (B)(6). Block h4: device manufacture date was corrected from 09-feb-2021 to 23-mar-2021. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.